Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during a biliary stone retrieval procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, introduction of the jagwire into the sphincterotome catheter presented difficulty. Upon removal of the device, it was determined that the "coat of jagwire" had become "rough." Procedure completed with another of same jagwire.

Manufacturer narrative:
No patient information was available at the time of this event. The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed damage to ptfe sheath. The evaluator noted no evidence of corewire exposure and no other defects were present. A review of the sheath under a microscope identified the appearance of "abrasion" marks. The cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted.